Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: jaws stick; needle fell out during case. Yes a procedure was being performed; the date or patient information are not available. The needle did fall into the patient cavity but was retrieved. Otherwise, there were no significant differences in case procedure or outcomes.